Event description:
The customer reported that this central nurse's station (cns) is boot looping whenever it tries to load the software. There was no patient injury reported.

Manufacturer narrative:
The customer reported that this central nurse's station (cns) is boot looping whenever it tries to load the software. Removing the network cable broke the boot loop. The customer then did a full shutdown and boot; however, the issue remained. There was no patient injury reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Manufacturer narrative:
Details of complaint: the customer reported that this central nurse's station (cns) is boot looping whenever it tries to load the software. Removing the network cable broke the boot loop. The customer then did a full shutdown and boot; however, the issue remained. There was no patient injury reported. Investigation summary: the device was returned for evaluation. The root cause for the reported issue was determined to be hard drive failure. The following field(s) contain no information (ni), as attempts to obtain the information were made, but not provided: d10 attempt # 2: on (B)(6) 2025, I called (B)(6) to ask for model and serial numbers of any devices the reported device was connected or related to. A message was left for (B)(6) to call me back with this information. Attempt # 3: on (B)(6) 2025, I called (B)(6) to ask for model and serial numbers of any devices the reported device was connected or related to. A message was left for (B)(6) to call me back with this information. Additional information: b4 date of this report. D9 is this device available for evaluation? G3 date received by manufacturer. G6 type of report. H2 if follow up, what type? H3 device evaluated by manufacturer? H11 additional manufacturer narrative.

Event description:
The customer reported that this central nurse's station (cns) is boot looping whenever it tries to load the software. There was no patient injury reported.